Manufacturer narrative:
Lot 7852622: (B)(4). Lot 8257354: (B)(4). Additional devices implanted and/or related to this event: tgt4015/8257354. (B)(4).

Event description:
On (B)(6) 2010, the patient underwent a procedure using gore tag thoracic endoprosthesis to treat a thoracic aneurysm. It was reported on discharge date of (B)(6) 2011, the aneurysm measured 50mm. Follow up dates and aneurysm measurement: (B)(6) 2011, 44mm, (B)(6) 2011, 55mm. There is aneurysm enlargement of 5mm. It is unknown why the aneurysm sac has enlarged and there has been no reported or planned reintervention.

Manufacturer narrative:
.

Event description:
(B)(6) 2011, unknown amount, (B)(6) 2012, 55mm.

Manufacturer narrative:
(B)(4)